Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a stent moved on the balloon. The lesion was located in a diagonal artery. The physician was attempting to direct stent with a 3.00x20mm taxus liberte' drug eluting stent but was unable to cross the lesion. When the device was removed from the patient, the distal end of the balloon was protruding outside of the stent as if the stent had moved proximally on the balloon. The procedure was completed with another taxus liberte' stent. No patient injuries or complications occurred. Patient status is satisfactory.

Manufacturer narrative:
.